Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2014-03426 and 1627487-2014-03427. It was reported the patient experienced leg weakness following his trial implant procedure. The physician found no concern with the issue. The trial continued and ended as scheduled. The issue resolved after the trial ended.